Event description:
After imaging with arcadis, 'no video detected' was displayed, and neither the main cart nor the camera cart showed any image. It was restored and used after restarting. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5172701.